Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient "was walking up to kick the soccer ball in gym class at school wearing the brace and my knee buckled and I went down on the floor." No further information is currently available.